Manufacturer narrative:
No fault found. Investigation showed hospital did not use the device on a patient. The field service engineer clarified that the rn was not burned but the batteries were warm to the touch. The hospital sent in the device for service repair to the battery compartment. This investigation is considered complete.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the analysis is complete.

Event description:
Spacelabs received a report that on (B)(6) 2021, a battery overheated and burned the nurse.